Event description:
Left-side capsular contracture, baker grade 3.

Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 2.6g over specification.